Event description:
The customer reported that during a "tendon repair" on the patient's foot on (B)(6) 2013, the y-knot all-suture anchor was used. After the insertion and as the surgeon was nearly completed closing the surgical site, it was discovered that the y-knot all-suture anchor expired on september 30, 2013. The podiatrist surgeon elected to immediately re-open the surgical site and removed the ¿expired¿ anchor. Other than a 30 minute delay, the procedure was completed with no further complications or serious injury to the patient reported. It is not known what was used in place of the expired/explanted anchor. In addition, despite multiple attempts the user facility refused to provide any other patient/event information.

Manufacturer narrative:
The y-knot all-suture anchor and its packaging were not returned from the user facility for evaluation. A review of the device history record shows this lot #352138 was released for distribution on 04/12/2012 with the expiration date of 09/30/2013 on the packaging label. Of the lot containing 50 units there have been no other reports received. In addition, a 2-year review of complaint history shows there have been no reports of serious injuries or deaths related to the implantation and/or usage of an expired product. It is standard clinical practice for the surgical staff to inspect a sterile implant and/or surgical instrument packages for integrity and expiration dates prior to use. The product IFU clearly cautions the user not use a device beyond its expiration date. Despite multiple attempts, to date, no additional information has been received from the user facility and/or the surgeon that would suggest the patient might have been negatively affected as a result of this reported error and the decision made by the surgeon to remove the "expired" anchor. This event did not involve a product problem indicating a nonconforming, adverse trend or unanticipated hazard. No further action is planned at this time. Product was not returned from customer.